Event description:
It was reported that the monitor on the 2600 system has no image. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been requested. Quad output power supply. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a f/u report will be submitted as required.